Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor and u13 component were shorted on the bedside board. The cause of the inability to recognize and charge the battery packs is the shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged charger.

Event description:
A zoll distributor contacted zoll to report that a patient's charger was not able to recognize the battery packs.